Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was loss of capture due to high pacing thresholds on the lv channel of this device. Pus was found upon opening the pocket for the revision. The device was explanted and a laser lead revision is planned. Antibiotics were administered. No additional adverse patient effects were reported.